Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 1/3 deployed and dislodged from the annulus due to excessive wire pressure. The valve was subsequently deployed in the descending aorta and a second transcatheter bioprosthetic valve was placed.